Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device and lead system exhibited 'noisy' egms resulting in oversensing, inappropriate shocks and pacing inhibition.